Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, guide catheter. Hyperion 6f sal1.0, stent: synergy 3.0x16mm. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of the similar incidents, there is no indication of a lot specific product issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. In this case, it is likely that the outer surface of the balloon became damaged due to interaction with the heavy calcification causing the balloon to rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The (B)(4) traveler is currently not commercially available in the u.s. ; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a lesion in the distal right coronary artery with mild tortuosity, heavy calcification and 85% stenosis. Following pre-dilatation with a non-abbott balloon, a non-abbott stent was deployed at the lesion. A 3.00 x 08 mm nc traveler balloon dilatation catheter (bdc) was advanced to the lesion with no resistance for post-dilatation of the stent; however, the balloon ruptured on the first inflation to 8 atmospheres. The bdc was removed with no resistance and the procedure was successfully continued with a non-abbott bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.